Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. Vascular access was obtained via a transfemoral intervention approach. The 85% stenosed de novo lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 20mm x 2.50mm apex monorail balloon catheter was selected for pre dilation and during use the shaft of the device broke as a result of the significant resistance encountered. The balloon catheter was removed and the procedure was completed with another of the same device. No further complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis in two sections. The break was located in the hypotube at 46.5cm distal to the strain relief. Both sections of the hypotube break exhibited minor bending at various locations along their lengths. No issues were noted with the profile of the balloon or tip sections of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Manufacturer narrative:
(B)(4) device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. Vascular access was obtained via a transfemoral intervention approach. The 85% stenosed de novo lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 20mm x 2.50mm apex monorail balloon catheter was selected for pre dilation and during use the shaft of the device broke as a result of the significant resistance encountered. The balloon catheter was removed and the procedure was completed with another of the same device. No further complications were reported and the patient's status is stable.